Manufacturer narrative:
(B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint #: (B)(4). Two opened boxes with a total of fifty-six unopened samples of product code 9702 lot # paj097 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples for 2 device issues reported in 2210968-2019-88462 and 2210968-2019-88039. Analysis results have been included in follow up reports for each. Additional information was requested and the following was obtained: has there been any adverse patient consequences due to the additional 3 hours surgery? Was the patient¿s post-operative course changed due to the extended procedure?: unk. Has there been any medical or surgical interventions performed?: please refer to the event description, no further information available now. Was the needle retained in patient? If yes, what tissue is the needle located?: please refer to the event description, no further information can be provided. Does the surgeon have any plans to remove the needle from the patient?: unk. Are representative samples of lot paj097 available to be returned?: the complaint device could not be returned, and representative samples of lot paj097 have been returned under (B)(4). What does the surgeon think will be the consequence to the patient?: unk. What is the patient¿s current status?: unk.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: has there been any adverse patient consequences due to the additional 3 hours surgery? Was the patient¿s post-operative course changed due to the extended procedure? --unk. Has there been any medical or surgical interventions performed? --please refer to the event description, no further information available now. Was the needle retained in patient? If yes, what tissue is the needle located? --please refer to the event description, no further information can be provided. Does the surgeon have any plans to remove the needle from the patient? --unk. Are representative samples of lot paj097 available to be returned? --the complaint device could not be returned, and representative samples of lot paj097 have been returned under (B)(4), awb:(B)(4). What does the surgeon think will be the consequence to the patient? --unk. What is the patient¿s current status? --unk.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: a photo was returned for evaluation. Upon visual inspection of the pictures, a winding former of product code 9702 lot# paj907 and a strand cut could be observed. However, no conclusion could be reach as the sample was not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Has there been any adverse patient consequences due to the additional 3 hours surgery? Was the patient¿s post-operative course changed due to the extended procedure? Has there been any medical or surgical interventions performed? Was the needle retained in patient? If yes, what tissue is the needle located? Does the surgeon have any plans to remove the needle from the patient? Are representative samples of lot paj097 available to be returned? What does the surgeon think will be the consequence to the patient? What is the patient¿s current status?

Event description:
It was reported that the pediatric patient underwent repair of ventricular septal defect on an unknown date and suture was used. After the heart rebounded with normal heart rate and blood pressure, it found the aortic myocardial protective fluid has oozing, and the surgeon made routine hemostatic sewing with the device to stop bleeding. The incision of aortic protective solution needs full-layer sewing when reinforcing because it runs through the whole layer of aorta. The needle holder used was pen needle holder. At the first stitch, when needle was passing through the tissue, the surgeon planned to pull the needle out, but the needle tip could not be held, and the needle pulled off at the needle tail. A block was made and aorta opened to look for needle. The thoracic cavity and mediastinum were checked several times but the needle location could not be confirmed. The chest was closed and bedside film was provided from head to foot and no abnormal image was found. The operation was extended for 3 hours to look for the needle, and the needle location could not be confirmed at this moment. The patient is stable and still in hospital for observation. Additional information has been requested.